Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and ten months later, the patient presented with back pain and right lower quadrant abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis without intravenous contrast showed that an inferior vena cava filter was present in the infra renal inferior vena cava. There was filter perforation greater than 3 mm outside the vena cava, with no perforation of organ or structure outside of inferior vena cava. There were no filter tilt, fracture or migration noted. After seven months, a computed tomography (CT) chest, abdomen and pelvis showed that there was filter perforation greater than 3 mm outside the vena cava, with perforation of aortic wall. There were no filter tilt, fracture or migration noted. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with a retroperitoneal hemorrhage. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.